Event description:
During review of the in-house programming/diagnostic history database, it was observed that during interrogation on office visit on (B)(6) 2013 the patient's settings were different than what were programmed at the previous office visit. The settings found were indicative of an interrupted diagnostic test; however, review of system diagnostic testing from office visit on (B)(6) 2011 was within normal limits. The device was not interrogated prior to the patient leaving the office on (B)(6) 2011 as recommended by device manufacturer to ensure the device is at the correct settings. The settings were corrected on (B)(6) 2013. No patient adverse events were reported.

Manufacturer narrative:
Analysis of programming history.